Manufacturer narrative:
The cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 5l78650) was returned and received. Upon visual inspection, the threaded portion of the screw was observed and the cross-slot feature was found to be visibly damaged amongst returned screws. The cross-slot feature may impact functionality with the mating screwdriver but does not directly affect material strength. Due to the severe cross slot damage, it appears there was an issue with the insertion of the screws. No other issues were identified with the returned device. The broken complaint condition was confirmed for the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 5l78650). The cross slots on the screw were also damaged. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot this mre review is for sterilization procedure only. Part: 400.834s. Lot: 5l78650. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 26.august 2019. Expiry date: 01.august 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part: 400.834.05. Lot: h880173. Manufacturing location: monument. Manufacturing date: 17-apr-2019. Part number: 400.834.05 ti low profile neuro screw self-drilling 4mm. Lot number: h880173 (non-sterile). Component part(s) reviewed: part number: 21015, tialnbr14.00. Lot number: h845342. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a closed cranial surgery, the screws were broken during insertion. Replacement screws were used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Concomitant devices reported: ti low profile neuro screw self-drilling 4mm (part# 400.834s, lot 5l78650, quantity# 7) , unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) ti low profile neuro screw self-drilling 4mm this is report 1 of 1 for (B)(4).